Event description:
New information received notes that when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed again post-device reprogramming. Additional programming changes were recommended. Physician decided to monitor the patient for now.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing was observed after programming changes were made at last visit due to oversensing. Patient was asymptomatic. Additional programming changes were made. Patient's condition is stable.